Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
The reactiv8 system was reportedly explanted due to a suspected infection at the implantable pulse generator (ipg) site. A culture was reportedly obtained; however, the results were not provided to mainstay medical. There were no allegations of a product deficiency. The ipg and leads were completely removed without complication. The patient was reportedly receiving immunosuppressive therapy for other medical conditions, which may have contributed to the development of the infection. Reportedly, the patient had been on antibiotics for 1-2 months prior to the explant. The device was reportedly retained by the hospital due to the nature of the event; therefore, a device evaluation could not be performed. A review of the device history record, including sterilization records, was conducted, and no relevant nonconformances were identified.